Event description:
It was reported that the customer experienced a blood glucose (bg) level of 22 mg/dl. Customer went to the emergency room (ER) and subsequently hospitalized. Customer was treated with intravenous fluids of dextrose and oral glucose. Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown. A replacement pump was sent to the customer for customer satisfaction and customer reverted to manual injections for insulin therapy.